Manufacturer narrative:
6 days after the awareness date (on nov 29th), it was reported that the patient is doing well, but has not passed the hearing aids yet, is receiving restoralax and will receive another x-ray and medical consultation. A family member reported that the patient does not have a habit of putting anything in his mouth or swallowing anything not meant to, and is suspecting that the patient was dreaming and might have confused his hearing aids with pills at night. 10 days after awareness date, x-ray examintion confirmed that the the hearing aid is no longer in the patient's body. It is presumed that the hearing aid passed through patient's system naturally. The patient is doing great and no damage or injury has been caused due to this incident. The intended use of the device requires it to be small in size, so that it can be worn behind the ear and it contains build-in lithium ion battery, which is required for device to power up and function. This is a known and inherited risk of the device. Product's risk management file contains a risk item addressing this hazard. The manufacturer deemed that the benefit of the device outweighs the risk. The accompanied IFU contains a warning informing patients about that the device contains lithium button/coin battery, swallowing of the device is hazardous and is prompting patients to immediately consult a physician without any delay if such event occurred. Device is not available for the manufacturer (it would have been conidered a biohazard). This is the final report.

Manufacturer narrative:
The manufacturer initiated a follow up to further clarify circumstances of this incident and patient's outcome. 6 days after the awareness date (on 5 dec), it was reported that the patient is doing well, but has not passed the hearing aids yet, is receiving restoralax and will receive another x-ray and medical consultation. A family member reported that the patient does not have a habit of putting anything in his mouth or swallowing anything not meant to and is suspecting that the patient was dreaming and might have confused his hearing aids with pills at night. The intended use of the device requires it to be small in size, so that it can be worn behind the ear and it contains build-in lithium ion battery, which is required for device to power up and function. This is a known and inherited risk of the device. Product's risk management file contains a risk item addressing this hazard. The manufacturer deemed that the benefit of the device outweighs the risk. The accompanied IFU contains a warning informing patients about that the device contains lithium button/coin battery, swallowing of the device is hazardous and is prompting patients to immediately consult a physician without any delay if such event occurred. Device is not available for the manufacturer's analysis as it's considered a biohazard.

Event description:
The patient accidentally swallowed one hearing aid while he was asleep. He woke up with a very sore throat and one of his hearing aids was missing. It was reported that the patient usually stores his hearing aids in a charger at night and that the patient might have confused them for his pills while dreaming. The patient went to the hospital and x-ray examination confirmed that the hearing aid is in patient's small intestine. At the time of this report, no further harm or injury was reported.